Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ standard anaerobic/f culture vials (plastic) 2 false positive results were obtained. Plating and incubation were negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: there were 2 samples that tested positive on the same day. As in the other previously opened tickets, the batch was being used in our sterility testing routine and generated a positive result, when this result should have been negative. We proceeded with the same procedure adopted in the other retests: we performed the plating and there was no growth; we also took a sample from the positive bottle and incubated it in a new bottle and after the incubation time the result was negative; we tried an enrichment in thioglycolate and casein medium prepared internally and no turbidity was observed. We believe. Therefore; that, as in the other previous situations, there were false positives.

Event description:
It was reported that while using bd bactec¿ standard anaerobic/f culture vials (plastic) 2 false positive results were obtained. Plating and incubation were negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: there were 2 samples that tested positive on the same day. As in the other previously opened tickets, the batch was being used in our sterility testing routine and generated a positive result, when this result should have been negative. We proceeded with the same procedure adopted in the other retests: we performed the plating and there was no growth; we also took a sample from the positive bottle and incubated it in a new bottle and after the incubation time the result was negative; we tried an enrichment in thioglycolate and casein medium prepared internally and no turbidity was observed. We believe, therefore, that, as in the other previous situations, there were false positives.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Issue was not on patient samples, it was a qc failure and therefore, this is not considered to be a reportable malfunction.